Manufacturer narrative:
Elevated complaint investigation has been initiated. Note: lot, expiration, UDI, manufacture date and PMA number have been left blank as this MDR is being submitted on the basis that abbott realtime sars-cov-2 amplification reagent kit (list 9n77-90) is similar to the abbott realtime sars-cov-2 amplification reagent kit (list 9n77-95) sold in the united states. Ticket does not reference a us list 9n77-95 lot number.

Event description:
Customer reported a false "not detected" result when running the realtime sars-cov-2 assay. On (B)(6) 2020, the customer performed a run that generated a "not detected" result although there was a very slight amplification around cycle 32. The patient sample tube was capped with a new cap and kept in a cold room. For computer reasons, the lab had to perform a test with a new label. On (B)(6) 2020, the sample was taken out of the fridge in its primary tube, which was run and generated a positive result (cycle threshold 27.59). The "not detected" result was reported outside the laboratory. There has been no report of impact on patient management. The customer left the reported result as negative because it was given to the patient. As they retested this tube for another purpose (it test), more than 14 days later, they thought that makes no sense to recall the patient to verify (patient not at hospital). The customer doesn't trust the negative more than the positive, but due to the delay of this retested result, they preferred to alert us about this fact, (in case we got others) but let the result as they first delivered for the patient. This evaluation was performed as a worst case false negative result. This incident is being reported to FDA because the incident occurred in (B)(6) using the realtime sars-cov-2 assay, list number 9n77-90, which is the same/ similar to the realtime sars-cov-2 assay, list number 9n77-95, which received FDA eua approval.

Manufacturer narrative:
Investigation into this complaint included a customer data review, a quality data review and a complaint history review. The results of the investigation are summarized as follows: customer data review: a log file review of the runs in question was performed. The runs were valid, met all assay specification requirements, and no error codes or flags were displayed for the controls. When reviewing the results logs, it was noted that location a10 of results log 8 contains sample ID (B)(6) and not sample ID (B)(6) as stated in the ticket. Additionally, sample ID (B)(6) is negative without any slight amplification around cycle 32 (no signs of amplification) as described by the customer. Sample ID (B)(6) is not contained in the result log 8 at all. Clarification on the actual sample ID could not be obtained from the customer. Patient sample ID (B)(6) tested on (B)(6) 2020 (result log 8) was negative for sars-cov-2. There were no signs of amplification. Patient sample ID (B)(6) tested on (B)(6) 2020 (result log 17) was positive for sars-cov-2. There is no indication that the abbott realtime sars-cov-2 amplification kit (list 09n77-90) lot 505318 is performing outside of established design performance specifications. Quality data review: the device history records (DHR) review for abbott realtime sars-cov-2 amplification kit (list 09n77-90) lot 505318 and its components was performed. The review did not identify any issues which could result in the reported complaint during the production or the release testing for lot 505318. The CAPA review for abbott realtime sars-cov-2 amplification kit (list 09n77-90) lot 505318 and its components was performed and did not identify any internal or post-production use issues related to these lot numbers and reported issue. Complaint history review: the lot specific complaint history review for abbott realtime sars-cov-2 amplification kit (list 09n77-90) lot 505318 did not identify any additional complaints related to the reported issue for the abbott realtime sars-cov-2 amplification kit (list 09n77-90) lot 505318. Based on the results of the investigation elements, a product deficiency for the abbott realtime sars-cov-2 amplification kit (list 09n77-90) lot 505318 was not identified.